Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited failure to capture and high pacing impedance. The lead was capped and replaced on 2023. The patient was in stable condition.